Event description:
The health care professional (hcp) reported that dressings were overly saturated when used in deep wounds with high amounts of exudate. No photo is available at this time.

Manufacturer narrative:
D4: the part number / model number, lot number or product sizing information for product unfortunately was unknown. The health care professional only stated that aquacel ag advantage dressings was used. Although aquacel ag advantage product is entered, the complainant was unable to provide the exact icc (product reference code). Therefore, the nearest model number 412010 has been captured. E1: name of affiliation: (B)(6) hospital. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.